Event description:
The pt returned to the emergency room two (2) days. Post-index procedure with a complaint of chest pain. An EKG noted precordial st elevation consistent with anterior wall myocardial infarction (mi). The pt was experiencing hyptension (blood pressure in the 60's/40's) with marked tachycardia, cardiogenic shock, and pulmonary edema. The pt was started on dopamine, intravenous heparin, and tranferred emergently to the cardiac catheterization lab.